Event description:
It was reported that the patient's lead measurements were greater than 4,000 ohms. The patient's device was reprogrammed but continued to have impedance readings over 4,000 ohms and a lack of therapeutic effect. The lead and neurostimulator were replaced. Further information is being requested from the hcp.